Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly got stuck inside the sheath and got separated from the catheter during its removal. It was further reported that everything was removed from the patient. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was returned for evaluation and image was provided for review. The image shows that the angioplasty balloon partially detached from the catheter. It appears, per the report, that the correct sheath was used during the procedure. Based on the image review the reported break can be confirmed, as the balloon was noted to be partially detached from the catheter and the reported difficult to remove remains inconclusive as no evidence was noted in the submitted image. One atlas gold pta dilatation catheter loaded with an introducer sheath has been received for the evaluation. On the visual evaluation, the device was noted to be bloody. The balloon was noted to be stuck within the sheath and the break was noted at the proximal weld joint, which exposes the inner guidewire lumen. On further, the kink was noted to the guidewire lumen just proximal to the weld break, no other anomalies were noted to the sample. No other functional testing was performed. Therefore the investigation for the reported difficult to remove was confirmed, as the balloon returned loaded and stuck with an introducer sheath for the evaluation. The investigation for the reported balloon joint break was confirmed as the break was noted at the proximal weld joint of the balloon. The reported difficult to remove is the likely cause of the reported balloon joint break. However a definitive root cause for the reported difficult to remove and balloon joint break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 05/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the balloon detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024), g3, h6 (method). H11: b5, h6 (result, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly detached from the catheter portion. It was further reported that everything was removed from the patient. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that during an angioplasty procedure, the device allegedly broke and the balloon was separated from the catheter portion. Everything was removed from the patient and the procedure was completed by using a another device. There was no reported patient injury.